Event description:
The customer was stated the cuff does not inflate during priming. There was no patient involvement. The evaluation of the returned device confirmed the reported issue through testing.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. H3/h6: one used device was received for analysis. The device was visually inspected, and the inflation line was observed to be cut from the rest of the trach body. Due to this, cuff inflation is not possible. No other damages or anomalies were observed. The complaint of will not inflate can be confirmed. The probable cause is due to cut in the tubing. The device history record was unable to be reviewed as no lot number was provided.